Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal right coronary artery. A 190 cm balance middleweight universal ii guide wire was used; however, it became entrapped with a distal stent in the lesion. Therefore, a 2.0 mm non-abbott balloon dilatation catheter (bdc) was used to remove the guide wire, and a pilot 50 guide wire was used as a buddy wire and a non-abbott guide wire was advanced to the lesion. Then, pre-dilatation was performed with a 2.0 x 12 mm, a 2.5 x 12 mm and a 2.5 x 15 mm unspecified bdcs. An unspecified 3.0 x 15 mm drug-eluting stent was then implanted in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.